Manufacturer narrative:
(B)(4). Batch # r93y3d. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, after inspection of the blade it was noted to be complete and in good visual condition. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection, the blade tip was broken off during use. The surgeon commented that the device was activated for a long time. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.